Event description:
Customer reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose levels, remaining within normal range. To resolve the issue, the customer changed the infusion set and cartridge, resuming insulin administration.